Event description:
Healthcare professional reported pt "complained of sudden lack of restriction" and during an adjustment the physician was unable to withdraw as much saline as indicated should have been in the band. The fluoroscopy was "inconclusive for leak" and the "pt wanted to have the port replaced anyway". The port was explanted and replaced.

Manufacturer narrative:
Medwatch sent to FDA on 05/11/2015.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 09/22/2015. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a striated opening in the band tubing consistent with surgical removal of the device. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reported patient "complained of sudden lack of restriction" and during an adjustment the physician was unable to withdraw as much saline as indicated should have been in the band. The fluoroscopy was "inconclusive for leak" and the "patient wanted to have the port replaced anyway." The port was explanted and replaced.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number. The device has not yet been received by allergan. Based upon the implant date and style provided by the reporter the connector type is a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".